Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the insulin did not exists from the tube on plunger push which indicates occlusion in the tube on (B)(6) 2026.